Event description:
The lens was removed and replaced without complication, due to an improper iol power implanted initially.

Manufacturer narrative:
The product was received for analysis, and measured for diopter. The iol measured -10.0 diopters and is correct as labeled. The lens met all manufacturing criteria at the time of release to the market.